Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital. Upon interrogation the right ventricular lead exhibited impedance and thresholds high. During revision the right sided venogram high subclavian was occluded. The physician capped the right ventricular lead successfully. The new system was implanted on the right side successfully. The patient had no complications and the original device and leads were left implanted on the patients right side and device was programmed vvi 30.

Manufacturer narrative:
Correction: pt identifier should have been patient's date of birth as (B)(6) and not (B)(6). Device evaluated by MFR should have been - not returned - rather than - device was evaluated by the manufacturer.